Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva tpn bags were leaking. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual device was received for evaluation. Visual inspection was performed and no defects were identified during the initial inspection. Functional leak testing was performed which identified a leak from the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the condition was determined to be manufacturing related. This issue is being further investigated. The second sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.